Event description:
While attempting to insert lead wire for trial spinal cord stimulator the tip of the boston scientific infinion 16 50cm 16 contact trial lead fractured at the tip causing the 1/4" fractured piece to become retrained. Risk of remove was greater than leaving the fragment retrained.